Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the prismaflex machine tilted forward before treatment. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6 and h10. The device was not received for evaluation; however, the device was evaluated on site by a qualified baxter service technician. Upon evaluation it was observed the base support was misadjusted and the screws were out of adjustment due to movement in transport. The reported condition was verified. The qualified technician adjusted the screws which remained firm and straight. The cause of the condition was due to a transportation issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.